Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 41 mg/dl at the time of the incident and sensor glucose value was 43 mg/dl. Customer other blood glucose value was 134 mg/dl. The customer was assisted with troubleshooting. Customer reported that the following message from the auto mode readiness screen. The device will not be returned for analysis.